Event description:
It was reported that a patient experienced cardiac failure and subsequently died coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the cardiac failure and treatment information was not reported. The cause of death was reported to be cardiac failure; however, it was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was connected to the homechoice machine at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the patient was performing capd (continuous ambulatory peritoneal dialysis); therefore the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.